Manufacturer narrative:
This report is report is being submitted to correct the patient codes field (h6) in section h, device manufacturers.

Event description:
It was reported that the patient experienced bilateral anterior thigh pain, brought on by prolonged standing and ambulation. Additionally, the patient described a burning/warm sensation on her right lower extremity and pain in the front of the left leg pain that extends to the knee. Imaging taken in the field revealed the interspinous spacer implanted between the fourth and fifth lumbar vertebrae had subsided into the fourth lumbar spinous process. The patient was prescribed pain medication.

Event description:
It was reported that the patient experienced bilateral anterior thigh pain, brought on by prolonged standing and ambulation. Additionally, the patient described a burning/warm sensation on her right lower extremity and pain in the front of the left leg pain that extends to the knee. Imaging taken in the field revealed the interspinous spacer implanted between the fourth and fifth lumbar vertebrae had subsided into the fourth lumbar spinous process. The patient was prescribed pain medication.